Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 114 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device is oow, a cot pump will be sent to customer.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act and down arrow buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.